Event description:
Report received indicating that following implantation of cervical protheses, the patient's face joints were misaligned; this resulted in significant pain. No patient injury has occurred. Revision surgery was performed on (B)(6) 2013. A smaller prosthesis was implanted. Patient is reportedly doing well following revision.

Manufacturer narrative:
(B)(4). Surgeon reported the patient was very slight in stature. The smallest size pcm product was implanted. The patient reported pain shortly after surgery. Surgeon evaluation noted facet joint misalignment that in revision surgery on (B)(6) 2013; a 5 mm prosthesis was implanted. No radiographs have been received confirming the reported event. Explanted product is expected to be returned. If additional relevant information is gained, a follow-up report will be submitted. Review of manufacturing records noted no non-conformances. No prior implant complaints have been received for the associated lots. Labeling review: "correct selection of the appropriate implant size and correct placement of the device are essential to ensure optimal performance and function of the device. Before selection of the implant, it is also important to note: the presence of anatomical abnormalities and/or deformities may reduce the possibility of the surgeon to ensure proper placement of the implant." "Risks associated with implants in the spine, including the pcm cervical disc device, are: early or late loosening of the components; disassembly; bending or breakage of any or all of the components; implant migration; malpositioning of the implant; loss of purchase; sizing issues with components."